Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and verified the malfunction. The fse cleaned the expiratory flow sensor and the device then passed all testing. The ventilator was then returned to service.

Event description:
It was reported that during patient use, a ventilator generated a device alert message. The patient was removed from the ventilator and placed on an alternate device without harm.